Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse resolved the issue by replacing adefective input valve (mu7640) to the buffer syringe. (B)(4).

Event description:
A customer reported the generation of erroneous sodium (na) and chloride (cl) results. The customer reported that the erroneous results were on 3 patient samples. The customer stated that the na original results were in the 150-180mmol/l range and when repeated came down to the mid-130s. No specific examples of cl results were provided. In addition, no additional patient data or demographics was provided. The results were not reported outside the laboratory and there was no change in patient treatment.